Manufacturer narrative:
A ge service representative performed an on site investigation. The gib, mainframe backplane and control panel processor boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of injury or death.